Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was contrast in the inflation lumen. Device analysis determined the condition of the returned device was consistent with the complaint incident. There were numerous hypotube kinks. Magnified inspection identified a 2mm circumferential tear in the balloon material 4.5mm from the distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material and ro markerbands that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-05771 and 2134265-2014-05772. It was reported that balloon rupture occurred. The target lesion was located in the highly calcified left anterior descending (lad) artery. A 2.50mm x 15mm emerge balloon catheter, a 15mm x 3.50mm nc quantum apex balloon catheter, and a 20mm x 3.00mm nc quantum apex balloon catheter were selected to dilate the lesion. It was noted that the three balloons ruptured at a below rated pressure. The number of inflations and to what atms is unknown. The devices were completely removed from the patient's body. The procedure was completed with a different device. Implantation of an unspecified stent was performed with post dilatation using an unspecified balloon catheter. No patient complications were reported.

Event description:
Same case as MDR ID# 2134265-2014-05771 and 2134265-2014-05772. It was reported that balloon rupture occurred. The target lesion was located in the highly calcified left anterior descending (lad) artery. A 2.50mm x 15mm emerge¿ balloon catheter, a 15mm x 3.50mm nc quantum apex¿ balloon catheter, and a 20mm x 3.00mm nc quantum apex¿ balloon catheter were selected to dilate the lesion. It was noted that the three balloons ruptured at a below rated pressure. The number of inflations and to what atms is unknown. The devices were completely removed from the patient's body. The procedure was completed with a different device. Implantation of an unspecified stent was performed with post dilatation using an unspecified balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).